Manufacturer narrative:
Additional information was added to h4, h6, h10. H4: the lot was manufactured between april 03, 2021 - april 04, 2021. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 500ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag was leaking at the top left corner. The leak was discovered after compounding. There was no patient involvement. No additional information is available.